Event description:
The customer reported that a previously known sample containing anti-fya failed to react on the ortho provue analyzer. Visual inspection of the processed gel card confirmed the reactions were negative. Repeat testing in manual gel test using the same lot of reagents showed weak positive reactivity with the sample. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause could be determined for the discrepancy reported at the customer site. The customer's complaint was not confirmed at ocd using the returned sample. A negative reactivity was obtained with the sample in both manual gel and on the provue. The customer indicated that daily qc was acceptable and maintenance was up to date. This customer has not logged any similar complaints against this analyzer since this incident.